Manufacturer narrative:
The surgeon opened the joint and removed the scar tissue that was encapsulated around the prosthesis and placed a graft fat.

Event description:
The patient was experiencing severe pain and swelling on the left side.